Manufacturer narrative:
H6 health effect - clinical code stroke (e0133) was added. Clinical assessment: a 71 year old male patient received a permanent ventricular assist device due to terminal heart failure. Postoperatively, the patient developed temporary right ventricular failure, and an impella rp flex was inserted. On the second day of support, the patient had to be taken to the operating room for a chest bleeding. On the third day of support, the placement signal gave wrong readings while patient support was uninterrupted. Due to a subdural hemorrhage, systemic anticoagulation was temporarily halted. After 5 days of support, the patient was successfully weaned and the impella rp flex was removed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 71 year old male was implanted with a rp flex for support during high risk cardiac procedure. It was reported the patient returned to the operating room for chest bleeding following an left ventricular assist device implant. The surgeon indicated that the bleeding was not related to the rp flex device. No additional information was provided.

Manufacturer narrative:
Per internal review on 27-mar-2026, it was identified that the h6 health effect - impact code of "change in therapeutic response" (f01) was mistakenly omitted from the previous supplemental report.

Manufacturer narrative:
Investigation summary: no product returned. No data logs available. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: the cause of the placement signal issue was not determined due to insufficient clinical details.